Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, while the physician was closing the pocket, this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. High pacing threshold measurements were also observed on the lv channel and the patient was experiencing muscle stimulation. An x-ray taken did not reveal any abnormalities so the physician thought the clinical observations may be due to lead-tissue contact. The lv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.